Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her child's insulin pump alarmed button error and also alarmed weak battery and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarms but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No unexpected numbers ramping or scrolling on their own noted. No button error alarm noted. The insulin pump has normal operating currents. No unexpected weak battery alarm noted. The back light functioned properly. The insulin pump has cracked case at the display window corner, cracked battery tube threads, minor scratched display window and stripped battery cap coin slot.